Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and replaced the turbine to fix the reported issue.

Event description:
The customer reported that the ventilator is alarming "vent inop" and "motor fault". No patient involvement.